Manufacturer narrative:
(B)(6) 2026 the customer reported that the patient was unable to swallow the capsule. During the attempt, abdominal thrusts (heimlich maneuver) had to be administered to the patient, who was then able to successfully and safely eject the capsule orally. The patient was reportedly safe, stable, and doing well. They were fine immediately following the event and experienced no lasting issues. Since the capsule was out of the blue container for 1 hour, the use bit was set. The (B)(4) - capsule incident questionnaire was sent to the customer to obtain additional information. 7/13/2026 the completed (B)(4) was received, which specified that the patient choked on the capsule after multiple attemptes to swallow. The capsule was spit out by the patient and the patient was stable and doing fine. No pre-existing conditions were noted in the frm that could have caused the issue.

Event description:
(B)(6) 2026 the customer reported that the patient was unable to swallow the capsule. During the attempt, abdominal thrusts (heimlich maneuver) had to be administered to the patient, who was then able to successfully and safely eject the capsule orally. The patient was reportedly safe, stable, and doing well. They were fine immediately following the event and experienced no lasting issues. Since the capsule was out of the blue container for 1 hour, the use bit was set. The (B)(4) - capsule incident questionnaire was sent to the customer to obtain additional information. 7/13/2026 the completed (B)(4) was received, which specified that the patient choked on the capsule after multiple attemptes to swallow. The capsule was spit out by the patient and the patient was stable and doing fine. No pre-existing conditions were noted in the frm that could have caused the issue.